Event description:
It was reported that during a ptca/stent procedure on a pt presenting through the emergency room in cardiogenic shock, the stent would not cross the lesion and resulted in the guiding catheter deep seating into the vessel and over the stent. The stent was withdrawn through the guiding catheter (contrary ot IFU). It was noted that the stent separated from the stent delivery system in the coronary and was retrieved with a snare device. Cardiogenic shock was unresolved and ultimately the pt expired prior to completion of the procedure.